Event description:
The patient had completed docetaxel when it was noted chemotherapy leaking from the connection of the tubing that pharmacy hooked up to the closed system transfer device (spiros). Chemotherapy had leaked onto pt's bedding and clothes. Staff reported the medication serial numbers [redacted], [redacted], [redacted].